Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Upon explant, bodily tissue was note din the helix mechanism. A new rv lead was successfully implanted, and the explanted lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Upon explant, bodily tissue was note din the helix mechanism. A new rv lead was successfully implanted, and the explanted lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Upon explant, bodily tissue was noted in the helix mechanism. A new rv lead was successfully implanted, and the explanted lead and returned to boston scientific for analysis. No additional adverse patient effects were reported.